Event description:
Note: the procedure and event dates are unk. It was reported to boston scientific corp that a wallflex biliary stent was used for the treatment of pancreatic cancer. According to the complainant, two months following the implantation of a wallflex biliary stent, the stent became occluded. No add'l details are available. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant did not provide the upn; therefore, the 510k number the device is covered under could not be determined. The device remains implanted and will not be returned. A review of the potential root causes indicated that the current manufacturing process controls to prevent this failure from occurring were deemed adequate. Based on the details of the event, this is an anticipated procedural complication as stent occlusion is listed as a potential complication in the dfu. (B)(4).